Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included intractable spasticity and other spasticity. It was reported that the pump was removed in (B)(6) 2012. The patient developed an infection in her abdomen and the cause of the infection was never determined, but the pump had to be removed. No pump medications, diagnostics, cause of the infection, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.